Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the md inserted a super arrow-flex (saf) sheath with dilator. The md inserted the intra-aortic balloon (iab) into the saf sheath & the balloon stopped advancing & stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath due to critical resistance. As a result, the md had to remove the saf sheath & balloon catheter together. A new iab-05840-u was opened & in the same insertion site (left femoral artery), the md inserted the new saf sheath & catheter & finished the catheterization. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a delay in therapy of 10 minutes. There was no excessive bleeding during the procedure. The patient outcome is listed as "the patient does not have any complications and is fine." Additional information received on 8/26/2010 from the distributor stated that "the md prepped the iab per the IFU."